Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant. Information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f talisman delivery system. During the implant, the patient was in sinus rhythm (sinusal), and heparin was administered (reported as 7,200 units). No pericardial effusion was noted prior to the procedure. In (B)(6) 2026, approximately nine months after the implantation, the patient developed chest pain, and subsequent evaluation identified a pericardial effusion located within the pericardium. At the time the effusion was detected, heparin was administered, and the patient later underwent open-heart surgery involving the aorta and right atrium. The occluder device was not explanted, as its position was considered appropriate and it had become endothelialized. The user did not believe the abbott device caused the pericardial effusion, noting that the device remained in place. The pericardial effusion was resolved by open-heart surgery.

Event description:
N/a.

Manufacturer narrative:
An adverse event without identified device or use problem was reported with angina and pericardial effusion. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported pericardial effusion could not be determined. The reported angina is a likely a cascading effect from the pe, however this cannot be determined. A surgical intervention was a result of case specific circumstances, as the pe was treated surgically. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.